Event description:
It was reported that during a laparoscopic sigmoid procedure, the first time a white cartridge was used there was a pumper through the staple line. The second white cartridge used while firing across the mesentery the stapler would not complete the firing stroke. The surgeon tried to use the firing trigger several times, but it would not move. It continued to indicate it was on the first stroke. They attempted to release the knife blade but it would not re-track. They did this three times, it still would not open. The surgeon then used harmonic to cut around the mesentery to get the device out of the pt. The jaws of the device never opened and still have tissue in them. A new device was used to complete the procedure. Add'l info: ees associates spoke with the sales rep, she indicated that this was the users (chief of surgery) second use of the device. He has used the straight echelon for many years. He used the white load on the mesentery and previously had used the blue load on the sigmoid. The surgeon could not get past the first stroke (indicator was @ 1). He pushed the red button down and it did not work. It did not seem to have a high force to fire. The firing trigger was open all the way. The surgeon dissected around the device using the harmonic. A small amount of bleeding occurred, no need for a transfusion. The arrow is facing in the return position and the dark gray firing trigger is pushed forward all the way. I did not do any other manipulation to the gun or try to open it.

Manufacturer narrative:
Info anticipated, but unavailable at this time.